Manufacturer narrative:
(B)(4). Software version 4.11e. Retainer ring = black. Customer complained about the device having pump error 54 on event date 20-jan-2022. Insulin pump passed displacement test, self test and p-cap/reservoir does lock properly. History/trace downloads were successful using thus software. Pump error 54 (file number = 32122, line number = 1421), esf#: esf3010978, was present in the history download on event date of (B)(6) 2022 06:31:12.000 due to a software defect. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, cracked case - corner of belt clip rails, cracked case (battery tube), broken battery tube threads and label damage (stained serial label number). Pump error 54 confirmed in insulin pump download history due to software issues. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had hal software error detected. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. Self test was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.